Manufacturer narrative:
The investigation of pump stop, high purge pressure, and saturated flow has been completed. The pump was not returned for investigation. The data log indicates a temporary pump stop accompanied by a motor current spike. Pump was able to restart in two attempts. Following this, the purge pressure increased within six minutes, leading to a high purge pressure (hpp) alarm. Additionally, the pump flow became saturated after the pump stop event. The cause of the temporary pump stop issue was most likely biomaterial, based on data log review. The cause of the high purge pressure issue was most likely biomaterial, based on data log review. The cause of the saturated pump flow issue was most likely biomaterial, based on data log review. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26810 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact facility name was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26810.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock states the following: section: direct aortic insertion: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 56-year-old male patient on an impella 5.5 for cardiomyopathy. It was reported that the patient developed high purge pressure/purge blocked alarm shortly after placement. Tissue plasminogen activator (tpa) protocol was started but the pump did not improve. Additionally, through impella connect it was noted that the pump stopped twice and restarted. The 5.5 was removed. The patient survived the procedure.